Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the clinic with a pocket infection and erosion. The physician explanted the patient's pacemaker system. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.